Event description:
It was reported that during a ptca treatment procedure involving a very calcified and 90% stenotic lesion in the distal portion of a somewhat tortuous left circumflex coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 12 atm's on the third inflation. (The number of atm's reached on the initial and the second inflations is unknown.) The patient was asymptomatic during this event. A terumo introducer sheath (size unknown), an athlete gt guidewire (size unknown), a zuma2 guide catheter (size unknown) and a medtronic inflation device were also used in this case. Patient status is reported as 'good'.